Manufacturer narrative:
Philips service replaced ion, 3d pc, power supply r cabinet (1a, 16a, 30a), and xtravision pc. Further testing was needed for qr node. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that geometry does not start up due to defective power supply and usb ports on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.